Manufacturer narrative:
(B)(4). The customer stated that they noted a burning smell from the back of architect i1000sr analyzer. There was no report of injury or damage to the laboratory. Abbot field service (fs) investigated the issue on site and found some burnt elements on the dc driver io board. A specific cause for the damage observed on the board could not be determined. There was no evidence of leakage. Voltage checks in the card cage were normal, no dust was noted, and each based board and cable connector was found to be normal. Fs addressed the issue by replacing the dc driver io board. The architect i1000sr service history for serial number (B)(4) reveals this is the only incident involving the dc driver io board, and this is the only report involving a smell of burning or smoke or evidence of burning. No additional instrument issues have been reported since the dc driver io board was replaced. Customer complaint data was reviewed and no adverse trends or systemic issues related to smoking or burning of the dc driver io board were identified. A review of the risk reduction for safety hazards memo finds abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The architect system operations manual and the architect i1000sr service and support manual provide labeling with regard to electrical hazards, emergency shutdown procedures, and replacing the dc driver io board. The investigation did not identify a product deficiency.

Event description:
The customer stated that they noted a burning smell from the back of the architect i1000 analyzer. The fsr found evidence of burnt elements on the dc io base board. The board was replaced. There was no report of injury or damage to the laboratory.